Manufacturer narrative:
(B)(4). The field service engineer replaced the x-ray television chain interface printed circuit board. That solved the problem.

Event description:
The customer reports that the image is black during exposure, at reboot now the screen is pixelly.